Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 365429a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance between inratio inr results was reported by telephone. The results were as follows: (B)(6): inratio=1.7, (B)(6): inratio=4.7. The patient's therapeutic range is: 2.0-3.0.